Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. The right ventricular lead exhibited high capture thresholds and high impedance. The lead was programmed to unipolar configuration. The patient was asymptomatic to the event.

Event description:
New information received noted that the lead was explanted and replaced on (B)(6) 2019. The patient was stable during and post procedure and was discharged the following day.

Event description:
New information received noted that the ventricular lead also exhibited intermittent capture and the lead was fractured.

Manufacturer narrative:
The reported events of inadequate capture, high lead impedance, and a fractured lead were not confirmed. Only the distal portion of the lead measuring 45.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.